Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/04/2025, the user's caregiver reported that the user¿s ilet stopped working despite being placed on the charging pad, which showed a solid green light. The device continued to run out of battery and did not recharge despite trying multiple outlets. The user¿s mother confirmed no alternative charging pad was available. A replacement ilet and charging pad were arranged. The user had been using insulin injections, so blood glucose was not affected.